Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that electrocardiogram was showing several "skipped beats." Additional information obtained via follow-up indicated that the "skipped beats" were due to undersensing of low amplitude p-waves and diminished sensing of the atrial lead. It was also noted that the patient has small amplitude p-waves due to anatomy. There were no programming changes performed and the lead remains in use. No patient complications have been reported as a result of this event.